Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 476 mg/dl blood glucose (bg). The user ate "many snacks" and works overnight, so she was told not to announce certain meals. For example, a dinner that is mostly salad. She was on vacation for a week and did not use the pump. She used back up therapy because she felt the pump was "a hassle" and feels she can better manager her bg with shots. The user went down to 385 mg/dl fingerstick which read as 365 mg/dl on the dexcom sensor. The user reported having a dehydration hospitalization in florida on vacation while off the pump which was not related to diabetes or bg. The user remained on the ilet to resolve the issue and did not require further intervention.